Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(6) 2016. The fse attributed the issue to a lack of proper adjustments required on the bar code reader. The fse verified barcode reader alignment using the iq barcode reader utility tool. He made minor adjustment to vertical and horizontal positioning. He ran focus and qc to verify the instrument performance. Bec internal identifier for this report is (B)(4).

Event description:
The customer stated that there were barcode read error for diluted samples on their iq 200 system. The patient sample results on screen were showing no dilution calculation (listed as 1:1), when dilution barcode label for 1:3 dilution has been applied to tube. Erroneous patient results were not reported out and there was no change or effect to patient treatment in connection to the event.